Manufacturer narrative:
Internal report: (B)(4). Investigation in progress. Note: customer reported another device used in this event and it is reported in MDR#1652560. Report 2 of 2.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: 01651158 meter was not returned for evauation. Test strips were returned for evaluation and it is documented on MDR #(B)(4). Most likely underlying root cause: mlc-134: user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Note: customer reported another device used in this event and it is reported in MDR#(B)(4). Report 2 of 2.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method andresult codes. H10: meter was not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter was not returned for evauation. Test strips were returned for evaluation and it is documented on MDR #1652560. Most likely underlying root cause: mlc-134: user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Note: customer reported another device used in this event and it is reported in MDR#1652560. Report 2 of 2.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.